Event description:
During the transfemoral tavr procedure, a 26mm sapien xt valve was deployed with a final 90:10 aortic/ventricular (a/v) position. A second valve was deployed with a final 50:50 a/v position to stabilize the first valve. At the time of this report, the patient was in stable condition. It was perceived that a piece of annular calcium caused the valve malposition during deployment. The patient¿s native annulus measured 25mm by transesophageal echocardiogram (tee) and 24mm x 26mm by CT (valve area of 500mm2). Bulky annular calcification, moderate native leaflet calcification and moderate aortic root calcification was reported.

Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, patient factors (bulky annular calcification) likely contributed to the malposition of the first valve. A second valve stabilized the first valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
During the transfemoral tavr procedure, a 26mm sapien xt valve was deployed canted, with a final position of 90:10 aortic/ventricular (a/v). The valve landed 70:30 aortic /ventricular on the non coronary cusp side and 100% aortic on the right coronary cusp side. A second valve was deployed with a final 50:50 a/v position to stabilize the first valve. At the time of this report, the patient was in stable condition. It was perceived that a piece of annular calcium caused the valve malposition during deployment. The patient¿s native annulus measured 25mm by transesophageal echocardiogram (tee) and 24mm x 26mm by CT (valve area of 500mm2). Bulky annular calcification, moderate native leaflet calcification and moderate aortic root calcification was reported.